Event description:
Related manufacturer reference number: 2017865-2025-11708. It was reported that patient presented for a procedure. Post procedure, it was noted that the patient experienced discomfort due to muscle stimulation. There was an insulation damage noted on the right ventricular lead. Programming changes were made on the lead. The pacemaker was explanted and replaced. There were no patient consequences.